Manufacturer narrative:
Investigation - evaluation: a review of the device history record, complaint history, documentation, specifications and quality control data was conducted during the investigation. The complaint device was not returned; therefore, device failure analysis and physical examination of the device used in this case could not be performed. Pictures of the device provided by the customer confirmed the presence of foreign matter. The device history record for the device lot number revealed two potentially related nonconformances. A search of complaint records showed that there were no other complaints from this lot. Based on the provided information, no product returned, and the investigation, the most likely root cause is manufacturing related. Per the quality engineering risk assessment no further action is required. We will notify the appropriate personnel and continue to monitor for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported finding an unidentifiable particle inside the device primary package. The observation was made during incoming product inspection. There was no patient contact, accordingly there are no adverse patient consequences. The device is being returned to the manufacturer for evaluation.